Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was blurry. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cause was attributed to excessive force as a result of impact or a fall on the distal end of the optic. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid optical laparoscope exhibited a displaced lens. There were no reports of patient involvement.